Event description:
It was reported that the iab was inserted "sheathless" in a pt with "severely distressed vessels". Before counter pulsation, the helium tubing filled with blood. Because of this, the iab was removed. There were no associated pt complications.